Manufacturer narrative:
Further information was requested but was unavailable at this time.

Event description:
It was reported that noise was observed on the implantable cardioverter defibrillator (ICD).